Manufacturer narrative:
The pump passed the displacement test and selftest. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer mother reported via phone call that the insulin pump had a beep anomaly. The customer¿s blood glucose level was unknown. The customer mother stated that insulin pump is making very low sounds. The customer mother was assisted with troubleshooting and they did hear beeps when audio volume settings were saved. The customer stated that they did not hear the differences between the two audio beep volumes (1 & 5). The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.